Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleged that the "pacemaker/pacemaker pulse generator was defective and was not reasonably fit, suitable or safe" and that the "ventricular lead was defective and was not reasonably fit, suitable or safe." Lawsuit further alleged that the patient "severe cardiac and other medical complications related to the use of said medical products and/or the manner in which said medical products were used. As a result of said complications, [patient], has sustained severe and permanent injuries, significant disability, significant cosmetic deformity, great pain and suffering, great emotional distress, loss of enjoyment of life, and had been required and will in the future be required to undergo medical care and treatment." The device was replaced, and the right ventricular lead remains in use. No further patient complications have been reported as a result of this event.